Event description:
On (B)(6) 2026 it was reported to veryans approved distributor (B)(4) during a meeting with shaare zedek medical center in jerusalem, that there appeared to be a case of infolding of the 6 x 150 mm biomimics 3d stent in the proximal section. The vessel diameter remained relatively constant. However, the luminal diameter was approximately 6 mm, and thus 6 mm was selected. Additional notes: post-dilatation was performed with a 6 mm balloon, resulting in an infolding. This was subsequently corrected using a gore viabahn stent graft. It was reported that there was no health consequences or impact to the patient.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.